Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cerebrovascular accident requiring magnetic resonance imaging (MRI) and medication. Several hours post-procedure, the patient became emetic. The following morning, emesis occurred again. Medication was administered and the patient recovered. MRI revealed a cerebellar infarction with no serious symptoms. Pre-procedure computed tomography (CT) and transesophageal echocardiography (tee) did not reveal blood clots. There is no information regarding extended hospitalization. Patient outcome is improved. Intraprocedural activated clotting time was maintained in a therapeutic range. It was noted that the physician will increase the irrigation flow rate from 8ml/min to 16 ml/min on a trial basis. Physician indicated that the adverse event may have been related to a bwi product malfunction, but no particular issue was specified.

Manufacturer narrative:
The six month patient status follow up was completed on 7/26/2017: the patient was discharged after 16 days of rehabilitation, and has improved to the extent that there is no obstacle with daily life. (B)(4).